Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 28, 2004 the patient's son contacted lfs on his behalf alleging that his surestep meter would not power on. The meter had stopped working two days earlier. The patient had been unable to test on the following two days. In 2004, the patient started feeling sick (symptoms unknown). The patient visited his physician's office for regularly scheduled appointment. The physician tested his blood glucose level; however, the result was unknown. No treatment was administered. The patient had maintained his oral medication regimen throughout the time of concern. The patient is also taking other medication, since he had open-heart surgery and a bladder removed in february 2004. The technical service representative confirmed that the batteries were correctly installed, the batteries were replaced less than 1 year ago, and the battery contacts were in good condition. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.